Event description:
The patient was revised for wear. Reason for revison: according to operative note; the diagnoses were a)glenoid loosening, b)particulate osteolysis, c)greater tuberosity fracture, d)deficiency of both glenoid and proxmal humerus, e)osteoporosis.